Event description:
The bunnell life pulse high frequency ventilator went down while on a pt. No harm or injury to pt. Note: inspection of unit was performed by clinical engineering at the user facility. Discovered that the "tvs" assembly had failed. Device was replaced with another unit at the user facility. Date of event was 2000. However, the device was not returned and co did not receive adequate info until recently.